Event description:
(B)(4). It was reported that it was difficult to remove the catheter due to a cuff roll on the balloon. The balloon was deflated and the syringe remained secure. Resistance was met at the tip of the catheter when 1.5 to 2 cm of the catheter remained in the patient. The catheter was removed when lidocaine gel was inserted around the catheter. The patient tolerated removal without pain or injury.

Manufacturer narrative:
The reported problem is inconclusive. No physical sample returned for evaluation, the attached pictures showed no cuff roll on the catheter a heavy calcification would observed inside the catheter. An entire review of the device history records for the involved lot did not show any condition or manufacturing deficiencies that would have contributed to the adverse event or balloon cuff roll. However, an attribute of all silicone catheters is that they may not recover their original shape after balloon inflation. This can be exacerbated by rapid deflation, over inflation and extended indwelling time. Instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).